Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). Investigation outcome: the logfile shows that the device repeatedly lost its external power connection while it was in ventilation mode. Each time the external power failed, the device switched to battery operation. During one of these power losses, the device reported the technical failure tf 446026 (am vref error). Although this error is normally linked to the ambient state, in this case it was triggered because the power supply to the device became unstable. The repeated pattern of ¿loss of external power¿ strongly indicates that the external power source was not working correctly. This caused the device to rely on the battery several times. After replacing the external power supply, these issues did not occur again. This confirms that the power supply was the most likely root cause of the problem was. Case is considered closed.

Event description:
Hamilton medical ag received the following event description: defective power supply. No patient involvement. No intervention necessary.